Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, about 24 hours after the stent placement procedure, the axios stent migrated into the intramural space and caused a gastric perforation. The patient underwent surgery to repair the perforation, during which the axios stent was removed. There were no further patient complications reported as a result of this event. The patient's condition was reported to be fine.